Event description:
Reporter indicated that the patient was perceiving erratic and painful stimulation. In addition, reporter indicated that the magnet activation was unsuccessful in inhibiting the stimulation. As a result, the device was turned off; however, it was noticed that the patient, "still showed signs of stimulation with voice alteration." Therefore, the patient was admitted into ER. It was reported that while in the ER, the patient indicated that the "device is no longer kicking." Patient has requested removal of the vns system and surgery has been planned.